Manufacturer narrative:
(A2) age at time of event: 18 years or above. Corrections: d4. Lot number: corrected from 24966062 to 24647197. D4. Expiration date: correction from 12/04/2021 to 10/16/2021. D4. Unique identifier (UDI) #: corrected from (B)(4) to (B)(4). H4. Device manufacture date corrected from 12/05/2019 to 10/17/2019.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the middle section of left anterior descending artery. A 28x2.50mm promus premier drug-eluing stent was advanced for treatment. However, the device had difficulty reaching the lesion and the stent was dislodged prematurely. The devcie was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the middle section of left anterior descending artery. A 28x2.50mm promus premier drug-eluting stent was advanced for treatment. However, the device had difficulty reaching the lesion and the stent was dislodged prematurely. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or above. Device evaluated by MFR.: promus premier ous mr 28 x 2.25 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent it was dislodged outside the patient by the user. The balloon cones were reviewed, and signs of positive pressure were noted as its wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device was loaded without issues on a 0.014" test guidewire. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the middle section of left anterior descending artery. A 28x2.50mm promus premier drug-eluing stent was advanced for treatment. However, the device had difficulty reaching the lesion and the stent was dislodged prematurely. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.